Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided. The product involved in the reported event were not returned for investigation; however, pictures were provided and reviewed: the oxford components are heavily contaminated with blood and biological debris. Due to the low resolution and overall poor quality of the supplied photograph, no additional meaningful observations can be made. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a radiologist. The review identified ap view, wide radiolucent line at femoral component metal bone interface is consistent with loosening of the femoral component. There is also radiolucency at the tibial plate metal-bone interface near its medial margin suspicious for loosening. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that approximately fifteen years post implantation, the patient underwent a revision surgery due to pain and implant loosening. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medical devices: unknown oxford large cementless tibial implant; item# unknown; lot# unknown. Unknown oxford medial bearing - large size 3; item# unknown; lot# unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.